Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the aspiration needle fractured and failed to retract within the sheath during a diagnostic endobronchial ultrasound procedure (ebus). The patient needed to stay in the hospital for a computed tomography and barium swallow to rule out perforation (caused during needle removal). Reportedly, the procedure was completed with intervention procedure. Additional follow-up for patient outcome and event details is conducted, but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device (lot number kr146498) was not returned to olympus, as it was discarded by the customer. Although, the customer returned a similar device (same model number) from a different lot (lot number kr146494). Therefore, the reported issue regarding the subject device was not confirmed. However, there were no abnormalities observed in the similar device returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue (bent needle removed from body with needle protruding from the endoscope) was due to the following mechanism: 1. When the needle was inserted into hard tissue during the procedure, a bending load was applied to the needle, causing it to bend significantly. 2. When the needle slider was pulled, the bent needle could not be retracted into the sheath, and the needle protruded from the endoscope. The mechanism described above required unexpected intervention and prolonged hospitalization. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet.¿ ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.¿ ¿turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. D4 (UDI) has been corrected from ¿(B)(4)¿ to ¿unknown.¿ the d4 (UDI) field has been left blank to reflect the unknown information. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue occurred during an endobronchial ultrasound (ebus) and esophageal ultrasound with ultrasound bronchoscope (eus-b) to diagnose a recurrence of cancer versus sarcoidosis. The needle did not retract in the sheath and was removed with the scope. The procedure was prolonged for an unspecified duration to perform a gastroscopy (g-scope). However, the procedure was completed successfully using the same device. Furthermore, the patient¿s hospitalization was prolonged by two days to conduct medical diagnostic tests to rule out perforation. The patient was ordered nothing by mouth (npo) and was administered antibiotics. Although a mild esophageal laceration with minimal bleeding was observed, a barium swallow test confirmed that there was no perforation. The patient has since been discharged from the hospital and is reportedly stable and doing well.